Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly, the lens was implanted and removed five months post implant due to zonular dehiscence. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Additional information: sex. Corrected data: describe event or problem, MFR (contact name and email), MFR (contact phone).

Event description:
Correction: the date of onset was on (B)(6) 2016.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found only two pieces of the iol were returned. The optic has been cut or torn in half. Both haptic plates have been torn off and are missing. A small section of the optic near a haptic plate had also been torn off and missing. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information: the lens was initially implanted on (B)(6) 2016 and the date of onset was on (B)(6) 2017. The lens orientation change was noted on (B)(6) 2017 and described as z-syndrome. The patient noted a decrease in vision. The vision was described as "cloudy va". A yag was performed on (B)(6) 2017, but did not resolve issue. The lens was removed, a vitrectomy was performed, and the lens was exchanged on (B)(6) 2017 with another model lens implanted in the ciliary sulcus. The surgeon indicated the likely cause of the event was "internal reflection from iol edge/z-syndrome, induced cylinder". Patient had increased intraocular pressure post intervention and was on durezol. The patient's current prognosis was describes as "doing well".